Event description:
The customer reported obtaining elevated potassium (k+) results which were much lower on repeat from a beckman coulter au600 clinical chemistry analyzer. The customer provided one verbal result of recovering a potassium result of 9 meq/l with a repeat result of 4 meq/l. The customer also noted noticing numerous bubbles in the sample pot. No erroneous results were reported outside the laboratory and there was no affect to patient treatment in connection with this event. No documentation and indication of the number of erroneous results have been received from the customer. Multiple attempts have been made to obtain documentation to no avail. Beckman coulter field service engineer (fse) was dispatched and determined that the reference valve was bad which allowed air into the lines. The fse proceeded to replace both the reference valve and controller board, and system operation was verified to meet specifications. No further ion selective electrode (ise) issues have been reported to date and failure mode was determined to be a failed reference solution valve.